Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device got stuck in stent. During a percutaneous coronary intervention(pci), a non-bsc stent was deployed in the left main trunk to the proximal left anterior descending artery where the vessel was bifurcated to the left anterior descending, high lateral and circumflex artery. A second stent was then advanced to the circumflex and high lateral through the stent strut. Upon performing intravascular ultrasound (ivus) using an opticross imaging catheter in the high lateral artery, no resistance was encountered. However, while removing the opticross, the device became stuck on the previously deployed stent. A 2.5mm unspecified balloon catheter was advanced over the same wire the opticross was on and the balloon was inflated to release the stuck imaging catheter. The procedure was finished without performing ivus. The patient's condition is good and no further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Kinks were observed in the sheath assembly at 16 and 18 cm from femoral marker at the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The distance from the distal end of the transducer housing to the tip of the catheter is within the product specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device got stuck in stent. During a percutaneous coronary intervention(pci), a non-bsc stent was deployed in the left main trunk to the proximal left anterior descending artery where the vessel was bifurcated to the left anterior descending, high lateral and circumflex artery. A second stent was then advanced to the circumflex and high lateral through the stent strut. Upon performing intravascular ultrasound (ivus) using an opticross¿ imaging catheter in the high lateral artery, no resistance was encountered. However, while removing the opticross, the device became stuck on the previously deployed stent. A 2.5mm unspecified balloon catheter was advanced over the same wire the opticross was on and the balloon was inflated to release the stuck imaging catheter. The procedure was finished without performing ivus. The patient's condition is good and no further patient complications reported.